Event description:
The user facility reported that the device skipped during a procedure and resulted in the surgeon having to take grafts from 2 additional areas of the pt's thigh. The device was repaired in 2007. There was no pt injury reported.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.